Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section d2a, d8, d9, e2, e3, g2, g4, h2, h3, h4, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charged coupled device unit) was broken and therefore no image. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a problem with image reproduction. The issue occurred during an unspecified procedure. No patient harm reported.

Event description:
It was reported the subject device had a problem with image reproduction. The issue occurred during an unspecified procedure. No patient harm reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.